Event description:
A nurse manager reported that during the phacoemulsification part of the cataract intraocular lens (iol) implant surgery, the aspiration was defective. The surgeon checked and changed the sleeve and the tip, as well as checking the tubing, but the issue remained. The case was completed after exchanging the cassette. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).